Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova has been informed by the customer that the error no longer appeared. The customer is now considering whether to request a repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, during a procedure, the error message "arterial clamp is out of order" was displayed on the screen of the s5. The error persisted despite restart. The clamp was replaced with another and the procedure was completed with no further issues. There was no report of any patient injury.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. Additional tests were conducted and the reported issue could not be reproduced. The clamp was disassembled, connections and contacts were cleaned and reseated. No components have been replaced since the device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As per previous follow up report, the most likely root cause was an intermittent faulty connection between the clamp boards which was resolved by cleaning and reseating of clamp components.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the testing results and on the intermittent nature of the reported issue, the most likely root cause was an intermittent faulty connection between the clamp boards.

Event description:
See initial report

Manufacturer narrative:
H.10: the affected device was investigated and the reported issue could not be reproduced. External visual inspection revealed scratches and traces of use. Internal visual inspection did not reveal deviations with board and connectors, and traces of rust and fluid/blood ingress has been identified. The unit was functionally tested and was found to be working within specifications. The clamp boards and cable will be replaced as per maintenance intervention prevention.

Event description:
See initial report.